Manufacturer narrative:
The reported complaint that "the autopulse platform (B)(6) did not power on with a fully charged autopulse li-ion battery" was confirmed during functional testing at zoll service depot. The root cause of the issue was the damaged/deformed battery connector cable in the platform battery bay, attributed to user mishandling. Most likely, the user forcefully inserted a battery into the platform battery compartment. Upon visual inspection, no physical damage was observed on the returned autopulse platform. The platform archive data review is pending. During functional testing, the autopulse platform failed to power up due to the damaged/deformed battery connector cable, confirming the reported complaint. This resulted in a loose connection between the battery connector pins and the battery connector cable on the platform battery bay. The battery connector cable assembly needs to be replaced to remedy the fault. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).

Event description:
During a device check, the autopulse platform (B)(6) did not power on using a fully charged autopulse li-ion battery, displaying four solid green leds on its status button check. The same battery was tested on another autopulse platform, and the second platform powered on without issues. The reported autopulse platform was tested with other fully charged li-ion batteries, but the platform failed to power on. No patient involvement.

Manufacturer narrative:
H6 (type of investigation) was updated with an additional code. Archive data review showed no advisory messages or faults.